Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleed.') In an adult female patient who had essure (batch no. 810890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), back pain ("back pain / other."), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problem"), migraine ("migraines") and nausea ("nausea") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, vaginal discharge, urinary tract infection, gastrointestinal disorder, alopecia, tooth disorder, migraine, nausea and weight decreased outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, migraine, nausea, tooth disorder, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: she received treatment for the following events bladder/urinary problems: vaginal discharge, uti, gi conditions, hair loss, dental probs., migraines, nausea and weight loss. No removal planned:unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral essure implants appear to be in satisfactory position, and there is evidence of bilateral tubal occlusion.. Imaging procedure - on (B)(6) 2011: essure confirmation test: result not provided. Lot number: 810890, manufacture date: 2010-12, expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleed.') In an adult female patient who had essure (batch no. 810890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), back pain ("back pain / other."), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problem"), migraine ("migraines") and nausea ("nausea") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, vaginal discharge, urinary tract infection, gastrointestinal disorder, alopecia, tooth disorder, migraine, nausea and weight decreased outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, migraine, nausea, tooth disorder, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: she received treatment for the following events bladder/urinary problems: vaginal discharge, uti, gi conditions, hair loss, dental probs., migraines, nausea and weight loss. No removal planned:unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: bilateral essure implants appear to be in satisfactory position, and there is evidence of bilateral tubal occlusion. Imaging procedure on (B)(6) 2011: essure confirmation test: result not provided. Most recent follow-up information incorporated above includes: on 11-dec-2020: plaintiff fact sheet received. Reporter added. Essure lot number added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.